Event description:
It was reported that the patient had the artificial urinary cuff component removed and replaced due to recurring incontinence. During the revision surgery, the physician noted that the previous 4.0 cm cuff was accessed and observed to have unbuckled. Upon explant there was nothing noticeable with the cuff and it just seemed to be unbuttoned. The urethra was remeasured and a new 3.5 cm cuff was implanted. Following the revision surgery, the patient fully recovered.